Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected but not confirmed. No intervention has been performed but a lead revision procedure is anticipated. The patient is stable.